Manufacturer narrative:
Corrected MFR report number. Submitted the MDR 2016493-2025-00065 on jan 09 2025, because we already attempted to submit the same MDR 2016493-2025-00065 on jan 02 2025, for which ack1(1060419348.13.1735821503523@hcl01-l-cjwt6d3.bdx.com) was successful but ack3 (ci1735821506212.17673925@fdsahl86ceb432_te2) failed due to duplicate MFR report number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the drawer controller board, checked for foil shards and reseated row board connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 7 pockets c1 and d1 were failed and not being detected on the communication bus. The customer stated that the malfunction occurred when user trying to issue medication to the patient caused a short delay in patient care as medications were retrieved from another station, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system, drawer 7 pockets c1 and d1 were failed and not being detected on the communication bus. The customer stated that the malfunction occurred when user trying to issue medication to the patient caused a short delay in patient care as medications were retrieved from another station, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the drawer controller board, checked for foil shards and reseated row board connections to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.